Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on november 2022 by the american journal of sports medicine titled ¿clinical outcomes after combined acl and anterolateral ligament reconstruction versus isolated acl reconstruction with bone-patellar tendon-bone grafts: a matched-pair analysis of 2018 patients from the santi study group.¿ the study reviewed 2018 patients and identified patellar instability with bioabsorbable interference screws and tenodesis screws in 149 patients during the 5-year follow-up period. 60 patients experienced cyclops lesion/syndrome. Ref: pioger c, gousopoulos l, hopper gp, et al. Clinical outcomes after combined acl and anterolateral ligament reconstruction versus isolated acl reconstruction with bone-patellar tendon-bone grafts: a matched-pair analysis of 2018 patients from the santi study group. Am j sports med. Nov 2022;50(13):3493-3501. Doi:10.1177/03635465221128261.